Event description:
It was reported the patient (australia) is unable to increase the amplitude for his stimulation. A diagnostic test revealed impedance issues for several lead contacts. There are plans for surgical intervention as the patient is said to be utilizing other program settings which provide adequate therapy coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.